Event description:
Rayner intraocular lenses limited rec'd notification from the (B)(6) of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided by the healthcare facility states "the blue plunger had also sheared out of the side of the nozzle."

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses (B)(4). The injector was discarded by the healthcare facility; therefore no device analysis could be performed by rayner. The healthcare facility has confirmed that the device was not in contact with the pt at any time during the surgical procedure. A back-up lens was implanted in the original planned surgery session w/o further complication. The pt was not injured as a result of this event. Our review of the production records for the r-inj-04 injector batch b341 and associated superflex aspheric 920h intraocular lens batch 102e40150 showed that all mfg and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were w/o defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector and associated superflex aspheric 920h iol ((B)(6) 2012) was conducted in order to determine if any trends exist. This review concluded that no other incidents, of any type, have been rec'd against the r-inj-04 injector batch b341 or the superflex aspheric 920h iol batch 102e40150.